Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was 77 mg/dl. The customer reported that insulin pump had blank display. The customer states that self test was performed for the blank display and it was pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump received with normal operating currents. No blank display, weak battery alarm and failed battery alarm noted.